Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer faced an energy device issue during the system setup. The customer reported that it was not possible to plug in the grounding pad for using a monopolar instrument. An intuitive surgical inc. (Isi) technical support engineer (tse) was contacted for assistance. However, prior to calling isi, the user had already elected to convert the procedure to laparoscopic surgery. No troubleshooting was possible at that time because of ongoing surgery. The procedure was completed without further issues and no patient injury reported. Based on the information obtained about the event, the issue occurred during set up (pre-anesthesia) and customer did not contact dvstat to troubleshoot, or attempt to recover the system error, and the user did not follow the proper troubleshooting per isi procedures. System issues are often the product of multi-component and environment interaction and can be transient in nature. In most scenarios, system issues are able to be worked through with troubleshooting measures, thus avoiding a procedure conversion.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the reported issue. The reported failure of (neutral port damaged on erbe) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to OEM for repair. Based on available information, the cause of the reported issue in that the grounding pad could not be plug in for using a monopolar instrument and the user elected to convert the procedure to laparoscopic surgery was component failure. In this case, the issue occurred during the system setup (pre-anesthesia) and that the user did not contact isi to troubleshoot and/or attempt to recover the system error prior to a decision to convert to laparoscopic surgery. In many instances, system issues are often the product of multi-component/environment interaction and can be transient in nature. In most scenarios, system issues are able to be worked through with troubleshooting measures, thus avoiding a procedure conversion. A system log review was performed, but no errors related to this event would exist in the logs. No image or video clip of the reported event was provided to isi for review. This event is being reported due to the following conclusion: the customer was not able to plug in the grounding pad for using a monopolar instrument during setup and the user¿s decision to convert the procedure to a laparoscopic surgery without contacting isi for troubleshooting. As reported, the procedure was completed with no further issues and no patient injury. At this time, the root cause of the damage to the neutral port on erbe remains unclear. Should additional information become available, a supplemental MDR will be submitted.